Event description:
Reportedly, the device was connected and working during the full 7 days, however no ECG was recorded. The client wants to know based on the files if the device might have a problem. Meanwhile they performed a quick 10 min test and all seems normal. The device will be used again.

Event description:
Reportedly, the device was connected and working during the full 7 days, however no ECG was recorded. The client wants to know based on the files if the device might have a problem. Meanwhile they performed a quick 10 min test and all seems normal. The device will be used again.

Manufacturer narrative:
Based on the attached files, the root cause could not be identified. The device was manufactured in 2018, so it could be a problem related to one of the electronic boards, but this does not appear in the attached files. If the reported problem recurs, I recommend that you send the device to the repair center so that they can perform a functional and recording test. Please let me know if you want me to do it now.